Event description:
It was reported by service report that the bed was sparking when plugged into the wall. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Results: power inlet filter module.